Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 instrument was leaking from underneath. The volume of the leak was approximately 100 ml and was not contained. The instrument did not generate any flags or error messages as a result of this event. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No samples were affected or reported as a result of the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse did not observe a leak but found residual evidence of the leak. The fse states that the dried substance looked like isoton. The instrument was positioned close to the wall and the fse moved it forward to inspect the back of the instrument for leaks. He did not find an active leak but suspects that by pulling the instrument forward a kink may have been removed from a tubing in a pneumatic or waste line. The fse suspects the cause of the leak may have been a kinked tubing in a pneumatic or waste line. (B)(4).